Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. Reportedly, the keypad cover was torn prior to the tactile change. No delivery issues were noted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/07/2015 - device evaluation:the pump has been returned and evaluated by product analysis on 05/22/2015 with the following findings:on investigation, the alleged damaged keypad cover issue was verified. The keypad cover was found to be torn over the ¿ok¿ button. The pump powered up to the display with auditory and vibratory features. All the buttons responded properly. Removal of the keypad cover did not find any damages or contamination to the button contacts. Unrelated to the complaint, the display was found to be dim and discolored. The battery compartment was found to have cracked along the side in the threads area.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.